Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5167457. No thorough investigation could be conducted without lot number and samples. However, the manufacturer confirmed that there is no change on used adhesive and on manufacturing technology. The adhesive grammage and the peeling strength are checked before the release. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personal skin status.

Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted customer service to report the patient was allergic to the 4x4, island dressing, sterile that they received recently. Patient had rash on the skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).